Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables. Further inspection found no abnormally sharp or damaged components.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the prograsp forceps instrument was found to have a broken cable. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was delayed for less than 15 minutes and completed robotically.

Manufacturer narrative:
On 27-dec-2024, the following additional information was obtained: the fragment fell during the surgical task of retracting tissue. The fragment was manually retrieved and visually confirmed with verbal agreement. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed. Prior to the instrument breakage, the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure to anyone's knowledge. Upon final removal of the instrument, the wrist was straightened, and there was nothing unusual to report upon removal of the instrument from the cannula. The surgical staff did not notice any damage to the cannula or other instrument damage. No photos or videos were available for review. Patient demographics were also provided. A2, a3a, a4 and b7 were updated.

Event description:
Refer to h11 for follow-up information.